Manufacturer narrative:
During the installation of the device the customers biomedical engineer reported a speaker malfunction and no sound was coming from the device. The device was not in use at time of event, there was no adverse event reported. A defective on arrival (defoa) process was open to address the customer's issue. The device was returned through the defoa process to the factory for further evaluation. The philips engineer performed an evaluation/analysis and determined that the failure was not reproducible. The device was scrapped, and good parts were reused. The customer was provided a replacement device to resolve the issue.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction from the device. The device was not use at time of event, there was no adverse event reported.